Event description:
It was reported that during a procedure of the superficial femoral artery (sfa), the absolute pro stent delivery system (sds) was advanced in the left groin; crossed-over to the right sfa and the stent was deployed without noted issue. During removal of the delivery system it was noted that it 'locked down' on the guide wire and the two devices were removed together as a system. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Device coding: (B)(4) - indications for use; approved for iliac, used in the peripheral. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported the absolute pro was used in the femoral artery. It should be noted the indications section of the absolute pro vascular self-expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified.